Manufacturer narrative:
Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to a novasure endometrial ablation the physician sounded and viewed the cavity with a scope and pressure bag. A fibroid and several small polyps were noted. The representative who was present notified the physician that the device would likely not open fully and it would be recommended to remove the fibroid and polyps prior to the ablation. The physician proceeded to the ablation. The device was inserted and the width was at zero. Trouble shooting was completed and the device opened to 3.5 and the ablation was completed. The physician viewed the cavity and found that "they went into a false passage and ablated the myometrium. No further information was received.